Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested for li lithium (li) on a cobas 6000 c (501) module - c501. The initial high results were reported outside of the laboratory. The lower repeat results were believed to be correct. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The li reagent lot number was 194526, with an expiration date of 31-aug-2018. The field service engineer found a kink in the wash line. He adjusted the gear pump pressure and fill volume of the rinse mechanism. An additional wash step was installed on the analyzer. The customer has not reported any further issues after these actions. Upon review of calibration data, calibration signals are consistent across different lot numbers and within calibrations performed on the same reagent pack. Quality controls were within range on the day of the event and from (B)(6) 2017. Based on calibration and control data, a reagent issue could be excluded. The root cause is most likely related to sample quality. Clots /fibrin on the sample probe may lead to carry over of sample material. Based on the reaction kinetics, the pattern may indicate an issue with the water bath or the mixer, but this is not likely the cause of the event. The kinked tubing found by the field service engineer can decrease acid wash functionality and may explain the observed issue.

Manufacturer narrative:
The initial results were questioned by the physician, who did not believe the results. There was no change in patient therapy based on the high results. The lower results were believed to be the correct results. The issue was likely related to the hardware adjustment as found by the field service engineer.